Manufacturer narrative:
The pump was not explanted from the patient; therefore, a full evaluation of the device could not be performed and a specific cause for the reported events could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump was not explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient expired and the reported cause of death was cerebral hemorrhage. Additional information received indicated that the patient had a prolonged infection since implant and it was suspected to have caused the cerebral hemorrhage. The infection was in the sternum incision, abdomen and the driveline and was being treated with antibiotics. On (B)(6) 2013 the patient had vacuum vac therapy and the plastic surgeon diagnosed tissue defects and purulent effusion. On (B)(6) 2013 the patient had fasciocutaneous flap surgery. On (B)(6) 2013 the patient lost consciousness and had a cerebral hemorrhage. That day a craniotomy was done to drain the intracerebral haematoma and geleal graft duraplasty. The patient had limited movement. On (B)(6) 2013 the patient went into cardiac arrest and did not respond to inotropes and CPR.